Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there were episodes of oversensed noise with this pacemaker and right ventricular (rv) lead that caused asystole greater than two seconds. The patient experienced dizziness. The noise was able to be reproduced with isometrics, so the device was reprogrammed to pace only in the ventricle and minute ventilation feature was turned off. The impedance and threshold values were within normal limits. The plan was to recheck at the next follow-up appointment. The lead remains in-service. No adverse patient effects were reported.